Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at 5 pm on (B)(6) 2014. At this time the patient claimed obtaining a blood glucose reading of ¿284 mg/dl¿ on the subject meter. The patient informed the cca that they regulate their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. During the initial call with the cca the patient reported experiencing ¿pains¿, and stated they were ¿vomiting¿ at midnight on (B)(6) 2014, prior to the alleged inaccuracy. The patient required to go to the emergency room and at ¿5:30 pm¿ the patient¿s blood glucose was measured on an ER meter and a result of ¿>600 mg/dl¿ was obtained. The patient was treated in the ER by a healthcare professional (hcp) and was given IV fluids at ¿5:30 pm¿. It is not known when the patient was able to leave the ER, nor if they were admitted to hospital. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient obtained an inaccurately low reading on the subject meter which led to them requiring hcp treatment for serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/05/2015). The patient¿s meter has been returned on 12/10/2014 and evaluated by lifescan product analysis on 12/30/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.